Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The device cannot power on issue was identified as a f-38 (malfunction in tube misloading detection circuitry) alarm during the alarm log review and functional testing. The cause of the condition was determined to be out of range force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This occurred before use. There was no patient involvement. No additional information is available.